Event description:
A customer reported receiving an err4 message and battery icon on their freestyle flash meter. The meter is exhibting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This in an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through letter.